Event description:
I primed my IV line (new bag, new line) and hung it in the same alaris channel it had been running in all day. I swapped the two lines, verified the rate, and it gave me all green lights, no alarms, and appeared to be running appropriately. When I came back to label my lines, I noticed that the rate the lipids were "dripping" into the chamber was much quicker than a 1.4ml/hr "dripping" would be. I then glanced up and noticed the new il bag was about to be empty....even though I just hung it an hour ago! I immediately checked the pump (thinking I somehow programmed the rate wrong), but it said 1.4ml/hr and was programmed exactly how it had been running all day. Because I swapped the lines in the same channel, I didn't need to reprogram anything.